Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal ventricular catheter was implanted in a patient via ventricular peritoneal shunt on (B)(6) 2021; this product was used with the certas valve. It was reported the physician suspected the valve occlusion after the procedure. On (B)(6) 2021 when the revision surgery for shunt reconstruction was implemented, the physician confirmed the outflow from the abdominal cavity side, therefore, the physician decided not to replace the valve. On (B)(6) 2021, the patient¿s symptoms were worse, and the patient was brought to the operating room for a revision to replace the catheter with another product. No further information was provided by hospital.

Manufacturer narrative:
The bactiseal catheter was returned for evaluation. Failure analysis - the catheters were returned with the valve (mfg report number 3013886523-2021-00093). The catheters were irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the catheters at the time of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, g3, g6, h2, h3, h6, h10. The bactiseal was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. However, the potential cause(s) of failure for ¿suspected occlusion" could be due to various reasons such as "dimensions have changed as a result of processing" or ¿improper choice of drugs and solvent leading to precipitation of drug out of product" or "biological debris-protein buildup." At present, we consider this complaint to be closed.

Event description:
N/a.